Event description:
The ventilator was connected to a pt. The ventilator was delivering 300ml more volume than set volume. Measured delivered volume with spirometer. Delivered 1000ml-1100ml when set to 750ml.